Event description:
It was reported that the patient had been admitted to the hospital. The patient was sedated and they weren't sure if the patient was experiencing "withdrawal or anything related to the pump". Device troubleshooting was being considered. The drug concentration and daily dose were not reported. Final patient outcome was not reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.